Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient got the device for bladder/bowel control and the trial worked 100% to control their symptoms they did not have to rush to the bathroom anymore. It was noted that (with the implant) the first day seemed fine, then next day it seemed the therapy wasn¿t working and the patient was having accidents a lot more; it was reported to be a sudden loss of therapy. At the time of the report, stimulation was off and the patient was on p1 at 0.4v. It was reviewed that the therapy needed to be on for it to be effective; therapy was turned back on and the patient was redirected to follow up with their healthcare provider (hcp) if the problem did not resolve now that therapy was back on. No further complications were reported/anticipated.